Manufacturer narrative:
It is unknown whether the wound issue noted caused or contributed to the state of the ovitex device seen at re-operation. It is possible given the complex nature of the case that the device did not integrate properly and was partially broken down following the initial repair surgery.

Event description:
A patient underwent a hernia repair where a sandwich technique was utilized, involving the placement of ovitex 2s intraabdominally as a partial bridge. Additionally, a piece of ovitex core was placed anteriorly on the fascia. Approximately three months post-surgery, the patient experienced a non-healing wound, necessitating a re-operation. During this subsequent procedure, the surgeon discovered some non incorporated polymeric elements of the ovitex overlay piece. Despite this, the partially bridged ovitex 2s remained intact and continued to effectively maintain the integrity of the hernia repair.